Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unresponsive button/keypad on the insulin pump. Customer stated that when he tries to bolus, his numbers keep going up. Customer stated that this has been going on for 2 months. Customer stated that when he pushes the down key, nothing happens and the pump keeps scrolling. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch. No unexpected numbers ramping during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.